Event description:
During reverification testing at the service center, the tubing set delivered less volume than expected using a test pump. The reported event was initially reported under the gemstar pump as manufacturer report 9615050-2013-02421. The initial report indicated, "the customer contact reported the patient received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition) in the continuous mode, with a vtbi (volume to be infused) of 400 ml, for a duration of 17 hrs, with 5 ml kvo (keep vein open) rate, a 400 ml container size and delivery was started. No further programming parameters were provided. The homecare patient's husband reported the device had an unspecified alarm occurred through the night. At that time, the patient's husband decided to wait until the scheduled homecare nurse visit the next day instead of calling the help line. At an unspecified time the next morning, the homecare nurse went to the patient's home. At that time, the nurse reported approximately 2200 ml remained in the container instead of an expected unspecified volume remaining. The nurse reported the device display indicated a volume of 3322 ml had been delivered. The device was removed from clinical use. There were no reported adverse patient effects. No medical interventions are required. Though requested, no additional information was provided including if therapy was resumed using a replacement device."

Manufacturer narrative:
One used device was received on (B)(4) 2013 and evaluated. Testing found that the tubing set delivered less solution than intended. The probably causes could be due at variation in the raw material between the body cavities of the cassette or variation in ultrasonic welder adjustments during manufacturing. The catalog number that was involved in the reported event, which is comparable to the domestic list number. (B)(4). This report represents all the information known by the reported upon query by hospira personnel.